Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. No further investigation can be performed at this time. This complaint is being closed to trending.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.